Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient¿s device would turn off on its own. No further complications were reported or anticipated.